Event description:
Boston scientific received information that a wire was not connected and the patient ended up having a congestive heart failure episode. Further, the patient stated that a lead came out of the heart and had to put in a new one. Boston scientific technical services (ts) then discussed current lead and device system. Moreover, the patient will follow-up with the cardiologist. No additional adverse patient effects were reported.